Event description:
It was reported that the patient experienced peritonitis coincident with baxter peritoneal dialysis (pd) therapy products.

Manufacturer narrative:
(B)(4). The exact date of the onset of peritonitis is unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. As such, this condition was not confirmed. The assignable cause could not be determined. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.